Manufacturer narrative:
Valve has been received by our contract pathology lab, however, the eval is not yet complete. Ats will file a follow-up report as soon as the eval is complete. Review of the device history record for this valve confirmed that it met all specs and passed all inspections prior to release.

Event description:
Reportedly, 3f aortic bioprosthesis was explanted after approx 2 months implant duration due to aortic insufficiency as seen on echo. Pt had been experiencing shortness of breath and was tired. At explant, surgeon reported seeing complete dehiscence of the non-coronary cusp. The surgeon did not feel it could be repaired, so he replaced it with a magna 3000, size 21mm. The pt is reportedly doing well after the surgery. The reason for the initial implant of the 3f aortic bioprosthesis was severe endocarditis of the native valve.